Manufacturer narrative:
Clarification to b3: date first noticed was reported as (B)(6) 2026". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leakage" (rupture).

Event description:
Healthcare professional reported "leakage". This record is for the left side. Device remains implanted.